Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 1, 2010, for investigation. A visual inspection revealed that the cold jaw was burnt and there was some evidence of blood. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations, the device produced steam and did not remain activated. Based upon the functional test, the reported complaint for "remained activated" could not be confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation, it was noted that the vasoview hemopro endoscopic vessel harvesting system continued activation after removal from the pt. The device was immediately disconnected. There was no injury to the pt nor the staff. A replacement unit was used to complete the procedure. The product was returned.